Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alert due to backup vvi mode. During a follow-up in clinic, the device also exhibited pre-mature battery depletion. The device was explanted and replaced. The patient was stable post procedure and discharged from the clinic.

Manufacturer narrative:
No conclusion code available, final analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The reported field event of backup vvi (bvvi) was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found. The cause of the bvvi could not be determined.